Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, one week post implant, the patient experienced pain and pectoral stimulation with ventricular pacing. The patient "screamed out in pain" when they tried to do any device testing with ventricular pacing. There was a decrease in r-waves and no ventricular capture at 4.5v output. They were unable to test any higher or in unipolar due to the patient's discomfort. There was a placement issue with the right ventricular (rv) lead and it was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lead had dislodged and the lead was fixed in the apex. A few months after the lead was repositioned, the thresholds were high. The lead was repositioned again, this time, septally. No patient complications have been reported as a result of this event.